Event description:
Leica biosystems received a complaint of poor tissue processing. On (B)(6) 2021, leica biosystems received information that all patient cases involved in this event were diagnosable, except for one (1) patient and re-biopsy had been recommended. Importer MDR (B)(4) was due to be reported to the FDA cdrh on (B)(6) 2021 and was ready for submission, except for the completion of one 3500a form field, product code. An unexpected FDA esubmitter software error occurred which did not allow completion of the emdr for packaging and subsequent submission. An email dated 09 september 2021 was sent to the FDA esubmitter technical support team describing this error with screen shot evidence of the error message. The email to FDA esubmitter technical support is attached to MDR (B)(4) for reference to the error. Therefore, MDR (B)(4) is being submitted today, (B)(6) 2021.